Manufacturer narrative:
The device was requested but not returned. Reported event was unable to be confirmed due to limited information received from the customer. Review of DHR was not completed due to unknown lot number. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. The package insert, under care and handling of instruments,number 1 states, "surgical instruments and instrument cases are susceptible to damage from prolonged use, and through misuse or rough handling." Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Zimmer biomet complaint (B)(4). Requested but not returned.

Event description:
It was reported that the juggerknot short drill bit fractured during the final phase of surgery. No fractured pieces fell into the patient and the patient did not retain any foreign bodies. There was no delay in the procedure and the surgeon used a second drill bit to finish the procedure. No further information available.